Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the stent implant was performed after balloon dilation (elongated dissection). Highly complex re-opening of the right sfa. Successful stent implant of two overlapping (distal ex061203c to proximal ex061003c). The surgeon feels as if a compression of the distal stent has occurred (he did not size it). This stent also appeared "turbulent" in its structure or to have a crenate wall character which may have caused a thrombus. The surgeon was unsure of whether there was a thrombus or not and therefore, implanted a herkulink stent (in-stent procedure). Letter required repair & return.